Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was emitting multiple loss of prime alarms. Reportedly, the patient had changed cartridges since the issues began but had not tried using a cartridge from a different lot. The patient reportedly primed while attached to resolve the loss of prime warnings, and received additional insulin due to priming while attached. The patient reportedly experienced low blood glucose (bg) less than 70mg/dl but above 40mg/dl, and there were no signs or symptoms of hypoglycemia reported. The patient reportedly did not require third party assistance to resolve the low bg. The alleged bg excursion does not meet criteria for a serious injury. This complaint is being reported because the reported loss of prime issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.